Event description:
Initial calcium result was -5.4 mg/dl, sample was repeated and recovered 8.5 mg/dl. Customer did find fibrin strands in the sample prior to the one which produced negative calcium results. Incorrect result was not used to provide pt treatment. Field service rep ran a precision check test and quality control materials, but could not duplicate the problem.